Manufacturer narrative:
The reported events for lead body damage due to subclavian crush, low lead impedance, and loss of capture were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found coil damage, lead body tubing breach, and inner insulation breach consistent with clavicle crush damage. Electrical testing did not find any indication of conductor fractures. The cause of the reported events was due to coil damage and insulation breach that exposed the inner and outer coils consistent with clavicular crush damage.

Event description:
During follow-up, decreased pacing impedance and a loss of capture were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed subclavian crush. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.